Event description:
A customer contacted beckman coulter inc. (Bci) indicating that some occurrences of non-reproducible false positive troponin (accutni) results were obtained from the access 2 immunoassay system. The false positive troponin patients' results initially recovered above the ami cut-off and the repeat results recovered within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The laboratory has an accutni patient sample repeat procedure in which all patient samples with initial result >0.5 ng/ml are retested. Per the customer, the unit was currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. A root cause for this event was not determined.